Manufacturer narrative:
(B)(4). Although requested, event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
Customer reported "chemo therapy programmed for 24 hours, however, did not finish on time was 4 hours over programmed time." There was no report of pt harm or medical intervention. Although requested, no further pt or event information was provided.